Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2017 and explanted on (B)(6) 2025.prognosed eol was not according to battery depletion prediction of pacemaker. Therefore, the pacemaker reached rrt on date of replacement. Was pacemaker depletion normal and what is the advise of microport concerning this model and the reliability of the rrt prognosis? Please advise in report.

Manufacturer narrative:
The subject device was implanted on (B)(6) 2017 and explanted on (B)(6) 2025. Upon reception, the returned device was investigated: - the device was in rrt mode and paced, sensed and had normal consumption. - the electrical test of the subject device was correct. The follow-up data provided has been analyzed (13 june 2023, 18 june 2025 and 17 november 2025). Based on the follow-up data provided, the expected overall longevity is estimated at ¿ 117,3 months. The implantation duration was 99,2 months which is higher than 75% of the estimated overall longevity (75% of 117,3 months = 88 months). Based on hrs guidelines, no premature battery depletion is suspected. On 18 june 2025, the time to rrt is 12 months (minimum 7 months), leading to rrt from january 2026 to june 2026. On 17 november 2025, the time to rrt is less than 3 months, leading to rrt from 18 november 2025 to mid-february 2026. The subject device switched to rrt on 10 december 2025, the day before the date scheduled for the subject device replacement. The switch to rrt is aligned with the time to rrt displayed at interrogation of the subject device during the last in-clinic follow-up. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2017 and explanted on (B)(6) 2025. Prognosed eol was not according to battery depletion prediction of pacemaker. Therefore, the pacemaker reached rrt on date of replacement. Was pacemaker depletion normal and what is the advice of microport concerning this model and the reliability of the rrt prognosis? Please advise in report.

Manufacturer narrative:
The subject device was implanted on (B)(6) 2017 and explanted on (B)(6) 2025. The follow-up data provided has been analyzed (B)(6) 2023, (B)(6) 2025). The device is not yet returned and the longevity calculation was performed based on the follow-up data provided: the expected overall longevity is estimated at ¿ 117,3 months. The implantation duration was 99,2 months which is higher than 75% of the estimated overall longevity (75% of 117,3 months = 88 months). Based on hrs guidelines, no premature battery depletion is suspected. It should be noted that the IFU stands that when the minimal estimated residual longevity displayed by the programmer is less than or equal to 12 months, it is recommended to conduct patient follow-up visit at an interval that is between the minimal and the typical residual longevities displayed by the programmer, without exceeding 12 months. On (B)(6) 2025, the time to rrt is 12 months (minimum 7 months), leading to rrt from (B)(6) 2026. On (B)(6) 2025, the time to rrt is less than 3 months, leading to rrt from (B)(6) 2025 to (B)(6) 2026. The subject device switched to rrt on (B)(6) 2025, the day before the date scheduled for the subject device replacement. The switch to rrt is aligned with the time to rrt displayed at interrogation of the subject device during the last in-clinic follow-up. No premature battery depletion is suspected on the subject device. This case is retained and utilized for trending purposes.